Manufacturer narrative:
The complainant was unable to report the serial number; therefore the manufacture date and expiration date are unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
This report pertains to the two spyscope ds ii and a spy ds controller used during the same procedure. It was reported to boston scientific corporation that the two spyscope ds ii and a spy ds controller were used in the common bile duct during a cholangioscopy procedure performed on (B)(6) 2022. During the procedure, there was no visualization when the spyscope ds ii was plugged into the spyglass controller. Screen remains at the start up image (spyglass boston scientific logo). A second spyscope ds ii was used and the same problem occurred. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.